Event description:
The sterile processing manager notified the catheterization laboratory that the technician that picked up the used trays observed the tape on the underside of the tray holding the pillowcase taught had not changed color, indicating that the tray had not been properly sterilized. The director of sterile processing said the trays were picked up first thing in the morning and again in the afternoon. Two pacemaker procedures were performed within the non-sterile time frame and this patient was one of the two.